Manufacturer narrative:
(B)(4). The lot was manufactured from april 16, 2015 to april 20, 2015. The device was received for evaluation. Visual inspection revealed black particulate matter 0.07 square millimeters in size, embedded in the material of the stress member. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on the filter. This was found after being compounded with aztreonam. There was no patient involvement. No additional information is available.